Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument log for the stapler 30 curved-tip instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show the stapler instrument was installed on the system 9 times, and it fired 7 reloads (7 white). On installs 1-4, 6-7, and 9, the first clamp was successful, and firing was completed with no errors. On install 5, no clamping or firing was attempted. On install 8, the logs show 2 instances of error code 1164, indicating that the reload was deemed invalid by the system, either due to shorting of the dlu pins or a bad reload. The user re-installed the stapler for the 9th install, however the system prompted the user to manually select the reload color. The user selected the white reload, and clamping and firing were performed successfully. There were no additional stapler related errors in the logs. There were no incomplete clamps, incomplete unclamps, or firing failures shown in the logs for this instrument. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy w/ sleeve resection procedure, a staple line fell apart. The surgeon believed that there were holes/gaps within the staple line. There was about 500 ml of blood loss from the truncal branch of the pulmonary artery to the left upper lobe; the bleeding was controlled via a sponge stick and a clamp, and it was ultimately resolved via a conversion to thoracotomy and oversewing the defect in the artery.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy w/ sleeve resection surgical procedure, a staple line came undone. Per the surgeon, the issue occurred on the 7th fire of the case, while dividing the trunk of the left upper lobe pulmonary artery branch. The stapler 30 curved-tip instrument loaded with a white stapler 30 curved-tip stapler reload fired without issue, about 5 mm from the edge limit of the instrument, and there was little to no tension. There was no partial fire, no tissue push event, no issues with clamping or with the jaws opening/releasing during the fire, and no staples were deployed unexpectedly. However, once the stapler released, the edge of the vessel was still bleeding. And, slowly, over 20 seconds or so, the entire staple line fell apart. The surgeon did not know if any staples were missing from the staple line, but he believed that there were holes/gaps within the staple line. There was about 500 ml of blood loss from the truncal branch of the pulmonary artery to the left upper lobe; the bleeding was controlled via a sponge stick and then a clamp. Ultimately, the surgeon converted to a thoracotomy and hand-sewed the defect in the artery. No blood transfusion was administered. The vessel was not calcified, nor was it exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. There were no error messages at the time of the event. The surgeon did not encounter any obstructions, such as clips, staplers, or other hard material between the instrument jaws, and he did not fire over an existing staple line. Buttress material was not used. The reload blade was exposed, and the reload was not stuck to the tissue. When asked if there were malformed or unformed staples present, there was no response. When asked if there was any unplanned tissue removal as a result of this event, there was no response. When asked if the patient tolerated the conversion to thoracotomy well, there was no response. When asked if the patient was injured, there was no response. The stapler 30 curved-tip instrument was inspected prior to use, and no damage was noted.